Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid (concentration 10 mg/ml, dose 2.349 mg/day) via an implantable pump for non-malignant pain and failed back surgery syndrome. In (B)(6) 2017 patient had withdrawal for a week, week and a half before refill date of (B)(6). On (B)(6) a refill was done and couldn't get it in and saw something was wrong with the catheter. On (B)(6) the pump was replaced, the catheter had broken and patient had withdrawal for a month a company representative was there with the neurosurgeon. No further complications were anticipated/reported the company representative indicated that she became aware of the report of a broken catheter during the case on (B)(6) 2017, the company representative covered the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.